Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiography (tee). A watchman fxd curve access system (was) was positioned, and a 35mm watchman flx laa closure device & delivery system was used. The physician deployed and recaptured the closure device approximately 3 times. Once position, anchor, size, and seal (pass) criteria was met, the closure device was released. After release, a string-like thrombus was found at the screw of the closure device. The patient was administered additional heparin and a continuous heparin administration was started. The patient was monitored with no further consequences and was returned to their recovery room.